Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. The root cause of the event can be attributed to a faulty downstream occlusion sensor which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device keeps failing downstream occlusion. No patient was involved.